Event description:
It was reported that there was a malfunction of the adjustable pressure limiting valve potentially causing loss of manual ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: customer contact reports no patient information is available. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.